Event description:
As reported by the edwards clinical specialist, the patient expired twenty five days post transcatheter aortic valve replacement (tavr). Per report on the evening following the tavr procedure the patient became unstable and was placed on cardiopulmonary bypass (cpb). The next day there was an unsuccessful attempt to remove the patient from cpb which led to flash pulmonary edema; the patient was placed on cpb again. Two days later the patient suffered a global ischemic myocardial infarction (mi) and the patient coded for an extended period of time. Sometime after the mi the family decided to cease rescue measures and the patient expired on (B)(6) 2012. Per report, the tavr procedure was performed in the usual fashion. The 26mm sapien transcatheter heart valve was implanted in the aortic annulus in a 60:40 position without incident and good and acceptable result.

Manufacturer narrative:
In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. Investigation of this event is ongoing.

Manufacturer narrative:
Date of death, was updated per the medical records received. Evaluation was updated. Per medical records received, following deployment of the sapien valve the patient had an episode of ventricular fibrillation. Immediate defibrillation with 200j restored sinus bradycardia however, he remained profoundly hypotensive. Tee results showed trace to mild paravalvular leak and very mild central leak from the stiff wire. Overall the patient tolerated the tavr procedure well. However it was noticed that the patient's ejection fraction had declined from 40% at the beginning of the case to 20%. An aortic root aortography revealed at best mild aortic regurgitation, likely paravalvular in origin. Given the decrease in left ventricular function there was a concern for myocardial ischemia. Hence, an emergent coronary angiography of the right coronary artery was performed which documented a patent rca with mild to moderate diffuse disease, unchanged from prior angiograms in (B)(6). The final echocardiography revealed at best mild paravalvular leak, normal valvular function without noticeable gradient across the valve. No other procedure related complications were seen and the ejection fraction improved to the pre-operative reading of 35-40%. A final aortography was performed revealing no evidence for aortic complications or extravasation. The patient was transferred in serious condition intubated to the intensive care unit. The patient was extubated shortly after the tavr procedure and was observed in the ICU. In the early morning on post-operative day-1, he developed some chest pain and transient hypotension. EKG revealed lateral st depressions, improving with normalization of his blood pressure. He was treated conservatively for his nstemi and remained pain free. Later he developed flash pulmonary edema and was treated with diuretics and transient nppv. Tte results at this point showed a normally functioning aortic valve but severe mitral regurgitation and an ejection fraction of only 20-30%. A repeat coronary angiography documented a patent rca and lima to lad graft. It was hypothesized that the patient may have infarcted his lcx territory which was supplied by the collaterals on prior angiograms, resulting in ischemic mitral regurgitation. An iabp was inserted and a tee performed revealing an ejection fraction 20-25%, mild mr with iabp in place and mild to moderate paravalvular leak. Of note, the mr was somewhat worse with less iabp support. The patient stabilized with iabp placement. Two days later his hemodynamic and respiratory status worsened concomitant with high fevers (104f) requiring tylenol and cooling blanket. He was treated for presumed septic shock with multiple broad-spectrum antibiotics. His renal function decreased thereafter. Tte on (B)(6) 2012 revealed moderate mr and an lvef of only 20%. Eight hours after the iabp was removed he developed recurrent shock state due to recurrent pulmonary edema; the patient was deemed iabp dependent. Given his multi organ failure and deteriorating neurologic status he was not deemed a candidate for mitral valve repair. Based on the patient's prior wishes and directives a decision was made to not escalate care and eventually withdraw support. The patient expired from multi organ failure on (B)(6) 2012. Per the instructions for use (IFU), arrhythmias, hypotension, and myocardial infarction are known complications associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement, and bioprosthetic heart valves. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. The exact cause for the hypotension cannot be determined. Ventricular fibrillation is typically a complication associated with poor ventricular function, annular rupture/ aortic dissection, or inadequate coronary perfusion. In this case, there was no report of annular rupture or decrease coronary perfusion post valve deployment, however, the patient's ef was noted to drop during the case. There is no allegation or evidence of a device malfunction. These events are known potential adverse events associated with the tavr procedure and the patient population. It is likely that they occurred due to a combination of patient and procedural factors in addition to the procedure itself, the patient's underlying co-morbidities (e.g. Significant history of cad, decreased ejection fraction, valvular heart disease and cardiomyopathy) likely caused or contributed to these events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for all events is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.